Event description:
Customer called to report that the unicel dxc 600 synchron system generated an error message indicating that the cartridge chemistry (cc) cuvette was not dry. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, during which customer observed a small leak from reagent probe b. The cts then generated a service request. On the same day, the field service engineer (fse) inspected the instrument and replaced the leaking cc reagent syringe. The fse then verified instrument performance to ensure that the services performed effectively resolved the leak issue. Customer stated that neither patients nor instrument operators were harmed or affected by the instrument issue.

Manufacturer narrative:
(B)(4).